Event description:
It was reported the reamers have become dull during the procedure which resulted in the inconsistent reaming. Another set of reamers was used to complete the procedure. No pt injury or adverse events reported.

Manufacturer narrative:
The device was returned to greatbatch medial and eval is in process. Once greatbatch medica completes the investigation, a supplemental medwatch 3500a form will be submitted.